Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that the left ventricular lead exhibited hight pacing thresholds due to dislodgement. The lead was explanted and replaced.